Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system sn: (B)(4)), is related to case with patient identifier (B)(6) (performa system sn: (B)(4)).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 204 mg/dl and 485 mg/dl (performa system 1) and 117 mg/dl and 70 mg/dl (performa system 2). No adverse event reported. Return of the suspect device was requested for evaluation.